Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for alleged cosmetic damage at the center button found on (B)(6) 2022. The device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and corroded battery tube. Cosmetic damage was confirmed at the center button.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was the center button. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for the analysis.